Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that they were having significant pain at the battery site, and feels their body is rejecting the implantable neurostimulator (ins) due to the titanium. Contributing factors were unknown. It was noted that x-rays were taken and showed that the leads and ins were in the same place as implanted. Impedances were within normal limits. It was mentioned that the patient has a previous medical history of having an allergy or reaction from titanium. The patient¿s device is scheduled to be explanted on (B)(6) 2019. No further complications were reported or anticipated.